Event description:
Customer tested 20.9 mmol/l on the mobile system and 7.9 on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in the compact plus system (lot number 278126, expiration date 08/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.